Manufacturer narrative:
(B)(4). Title a multicenter, randomized, controlled trial comparing reinforced staplers with bare staplers during distal pancreatectomy (hisco-07 trial). Source society of surgical oncology 2019. (2019) 26:1519¿1527. Received: 7 october 2018 published online: 19 february 2019 . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed from july 2016 and december 2017 regarding whether reinforced staplers reduce the incidence of clinically relevant pancreatic fistula (pf) after distal pancreatectomy (dp) compared with staplers without reinforcement. A total of 119 patients were analyzed. Reinforced stapler was used un 61 patients while bare stapler was used in 59 patients. It was reported that complications include: 12 staple line hemorrhage, 8 damage to parenchyma at stapling line, 66 pancreatic fistula. Additional complications reported include: 14 intra-abdominal abscess, 2 post-operative hemorrhage, 2 wound infection, 3 reoperation, 4 readmission.